Event description:
While stfa (surgical technology first assistant) was working on mayo stand to prepare vein for CABG (coronary artery bypass graft surgery), a 7-0 surgipro suture broke. Vp702mx-2, cv-1 multi pack.